Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -14.00 diopter, in the patients right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to refractive error. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was explanted due to a refractive surprise. The lens was replaced with another same model/length but different diopter (-12.5) lens and the problem was resolved. Patient is doing well. H6 - device code: 1494 - this lens model is contraindicated for patients with a pre-existing condition - blepharitis. Claim # (B)(4).